Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was brought to operating room with impella cp in femoral alongside venoarterial extracorporeal membrane oxygenation (ECMO) flowing 2.6l. Goal was to switch cp for impella 5.5 while weaning down ECMO. Cp was surgically removed and right ax artery was cutdown and exposed. Upon visualization, doctor stated how friable the artery was. On sewing the graft, the doctor removed plaque from within the artery. Introducer was used and a wire and catheter were used to cross the valve. Switched for 018 wire. Impella was loaded into graft. The doctor tried advancing 5.5 but cannula would not go. Multiple attempts to further impella, rotoglide used. 5.5 was eventually aborted when the doctor vocalized artery was too small and diseased for the device. There was no patient harm.

Manufacturer narrative:
Updated information: h6: component code changed from g04105 to g07001. H6: investigation type added b15. The investigation for failure to advance has been completed. The cause of the delivery issue was patient condition related to the patient's small vessel size.

Manufacturer narrative:
Updated information: d4 catalog number updated. H6 med dev prod code changed from a150201 to a150204.